Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced a burning sensation at the ipg and lead sites, unrelated to charging. The patient's ipg pocket was found to be filled with liquid. Cultures indicated an infection. The patient was placed on IV antibiotics and his system was explanted.